Manufacturer narrative:
Correction: section d7 - explant date entered - (B)(6) 2020

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could not be interrogated prior to a procedure to change out the device due to the elective replacement indicator. The device was replaced. There were no patient consequences.

Manufacturer narrative:
The reported field event of interrogation anomaly could not be confirmed in the lab. The device was able to communicate with the programmer using both radiofrequency (rf) and inductive telemetry. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed based upon programmed settings and usage data up to elective replacement indicator (eri) timestamp. The calculations showed the battery depletion was normal. The device's functionality was bench tested; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected.